Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ mgit¿ 960 instrument, there were false positive results. There was no report of adverse patient impact.

Manufacturer narrative:
The customer stated there were false positive samples being reported. An fse went on site stated the customer was using a different sample preparation process. Also noted was anonymous tubes were constantly being detected due to the user discarding them upon entering into the rack. It was requested that the applications department needs to refine the ideal tube preparation and loading process. The end result of this service was that new vials were inserted into the device which was reported as operating under normal conditions. The case was closed. The root cause of this complaint could not be determined. There was no malfunction of the instrument reported and as such this is an unconfirmed complaint. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and there were recent cases related to results, case (B)(4), which are closed. No other recent additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were available for returned material investigation. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported while using bd bactec¿ mgit¿ 960 instrument, there were false positive results. There was no report of adverse patient impact.